Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. Customer reported that the screen was greying out to where it is not staying the same color all the time the screen gets fuzzy like as an old television screen going out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with intermittent faded display due to faulty lcd controller chip. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was properly connected to glucose sensor simulator. No sensor anomalies noted. Unit was received with pillowing keypad overlay and minor scratches on lcd window.